Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated all boards and connections in the workstation. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would not display an image and the technique went to maximum. This happened during set up for a case. There was no report to patient injury.